Manufacturer narrative:
A supplemental MDR is being submitted based on engineering findings identified during the pre-decontamination process for the complaint device. Sections b4, g3, g6, h2, and h6: device code(s) have been updated accordingly. Further observations of the returned device revealed that the distal strain relief was torn approximately 1/8 inch in length, with no evidence of a distal tip split. The confirmed failure mode does not constitute an FDA-reportable malfunction; therefore, the event is no longer considered reportable. Additionally, the initial reporter has confirmed that the originally reported distal tip tear did not occur. The actual issue pertains to a strain relief split, as verified by engineering.

Event description:
As reported by an edwards lifesciences japan affiliate, during preparation for a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve, the distal tip of the 14fr esheath+ was found to be split after pre-expansion. The esheath+ was replaced with another device.

Manufacturer narrative:
The investigation is ongoing.